Event description:
On (B)(6) 2008, this pt underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. The pt tolerated the procedure. On (B)(6) 2013, this pt underwent reintervention for treatment of an endoleak of unk origin and aneurismal degeneration of the right common iliac artery (rcia). The pt's most recent computed tomography (CT) showed a subtle blush at the site of attachment to the rcia where there was only 2cm purchase in the artery. A gore excluder contralateral leg was implanted to extend the right common iliac artery. Enlargement of the aneurysm to 6.2cm was also determined. Completion angio demonstrated no obvious endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use states, adverse events that may occur and/or require intervention include, but are not limited to: endoleak. According to the gore excluder aaa endoprosthesis instructions for use, pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.